Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement and material deformation were confirmed. The reported difficult to remove could not be tested due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no similar complaints from this lot. It was reported the 4.0x38mm rx xience skypoint stent delivery system was prepared for use prior to removing the protective sheath. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use states: prior to preparation of the device, remove the product mandrel and protective stent sheath by grasping the catheter just proximal to the stent (at the proximal balloon bond site), and with the other hand, grasp the stent protector and gently move distally. It is unknown if the IFU deviation directly caused or contributed to the reported event. A conclusive cause for the reported difficulties could not be determined; however, factors that could contribute to material deformation include. In this case, it is possible that inadvertent mishandling during sheath/stylet removal and/or unpackaging of the device, as slight resistance was noted during removal of the protective sheath, may have contributed to the reported difficult to remove, causing the reported material deformation (stent damage), ultimately causing the reported stent dislodgement; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier- incorrect prep. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the 4.0x38mm rx xience skypoint stent delivery system was prepared for use prior to removing the protective sheath. Slight resistance was noted when removing the protective sheath. The stent was noted to be elongated at the distal end. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.